Event description:
It was reported the device had intermittent power issues. No patient injury was reported.

Manufacturer narrative:
Device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection did found smiths tampered seal label was missing, scratches and cracks found on lcd lens screen. The customer stated problem was not confirmed. Unable to duplicate the intermittent of the customers reported problem - device powered up and was operating as intended. Replaced main board as a precaution measure. The root cause could not be determined. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.